Event description:
Resident on toilet. Found resident on floor and toilet laying sideways on floor. Resident sitting on toilet then found on floor by cna. Toilet overturned. Resident denied any injury.